Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she noticed air bubbles in the tubing the size of a nail head. Her blood glucose was 157 mg/dl. Troubleshooting was for the air bubbles and it was found the insulin pump was not stored at room temperature. Customer was advised the insulin should be stored room temperature to avoid gassing when it warmed up in the device. Customer was also advised how to manually purge the air bubbles. The customer then primed the device and it alarmed no delivery. Customer was advised to change the reservoir and the entire set. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. The reservoirs passed per inspection, and no air bubbles were found during analysis. Also, checked the o-ring for defects and none were found.